Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had motor quieter than it used to be borderline. The customer¿s blood glucose was unknown. The customer stated that the insulin pump had scratch on the screen and reject new battery. The device will not be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and delivery accuracy test at 0.08750 inches. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. The test battery was removed and reinserted with no failed battery test alarm noted. Device was monitored for 2 days. No charge or battery anomaly, unexpected low battery alarm or unexpected off no power alarm noted. No drive or motor anomaly or unexpected motor noise anomaly noted. The motor was tested outside of the device and passed. Device had minor scratched display window and cracked reservoir tube lip. The test p-cap and reservoir does lock in place in the reservoir compartment. (B)(4).